Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.

Manufacturer narrative:
Both levels of unexpired controls were run and passed within twenty-four hours of the results in question. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). The initial result was 456 mg/dl and the retest result was 275 mg/dl.